Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank anomaly. The customer¿s blood glucose was 160mg/dl at the time of the incident. The customer states the display was not blank less than 30 seconds. The customer stated display is blank currently. The customer reported that the display did not retune even after replacing new battery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.